Event description:
An operating room manager reported that approximately after 3 months of implantation of an intraocular lens (iol), explanted intraocular lens with a patient reason of blurred vision and a clinical reason of refractive error. The lens was replaced with another lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).